Event description:
It was reported that the patient presented to surgery with low back pain with radicular symptoms at s1. The patient underwent a procedure for anterior discectomy l5-s1, partial corpectomy of l5 and s1, alif l5-s1 with life spine pk cages, cancellous bone, and rhbmp-2/acs, and implant of pedicle screw fixation l5-s1. At 9 months post-op the patient presented with complaints from back to foot and underwent bilateral sacroiliac joint rhizotomy. Records indicate the patient continued to have symptoms of low back pain, right buttock pain, thigh and leg pain. Diagnosis includes failed back syndrome with chronic polyradiculopahty, lumbar radiculopathy, myofascial syndrome, sacroiliitis, painful hardware. Patient underwent procedures for right sacroiliac joint rhizotomy, lumbar medial branch facet rhizotomy, and multiple lumbar injections for pain management.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.